Event description:
During the procedure, when the physician was advancing a vrd (enc452212/10162720) in an unspecified prowler select plus (catalog and lot unknown), he experienced severe resistance. The report did not indicate when and where exactly the resistance occurred. Therefore both the vrd and the prowler select plus were safely removed as a unit from the patient. The procedure was continued using new product of the same size (enc452212, lot unknown) which could pass through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. No information regarding the vessel/aneurysm, the medical history, antiplatelet therapy, mrs, act, inr, pt, ptt and utilized devices. The occlusion rate after the procedure is also unknown. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. It was verified that the introducer was fully seated and secured in the hub. The device did not move out forward out of the introducer during insertion through the y-connector or in the hub. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torquing required prior to introduction of this device. The complaint product is going to be returned for evaluation. No additional information is available and procedural images are not available. The procedure was coil embolization assisted with the vrd for vertebral artery aneurysm that was not tortuous but the level of calcification was unknown.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. For concomitant medical products and therapy dates: prowler select plus (catalog and lot unknown); new stent (enc452212, lot unknown).

Manufacturer narrative:
During a vertebral artery aneurysm coil embolization procedure there was severe resistance when advancing an enterprise vrd (enc452212/10162720) in an unspecified prowler select plus (catalog and lot unknown). The report did not indicate when and where exactly the resistance occurred. Therefore both the vrd and the prowler select plus were safely removed as a unit from the patient. The procedure was continued using new enterprise vrd of the same size (enc452212, lot unknown) which could pass through the same prowler select plus microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The vessel was not tortuous but the level of calcification is not known and there is no further information available regarding the vessel/aneurysm. The occlusion rate after the procedure is also unknown. The products were new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. It was verified that the introducer was fully seated and secured in the hub. The device did not move out forward out of the introducer during insertion through the y-connector or in the hub. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torquing required prior to introduction of this device. No additional information is available and procedural images are not available. A non-sterile enterprise vrd and delivery wire were received coiled inside of a plastic bag. The delivery wire was received inside from coil dispenser, the stent was received deployed. The delivery wire and stent were inspected and was not observed damages. The concomitant microcatheter and enterprise introducer tube were not received. Functional analysis pertaining to the reported event could not be performed since the introducer tube involved was not received, the stent was received deployed and the concomitant microcatheter was not received. The delivery wire and stent were observed under system vision and a wavy condition was observed on delivery wire at 4cm from distal tip end. There were no damages to the deployed stent. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10162720. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance the enterprise through the catheter could not be fully evaluated without the concomitant microcatheter and introducer tube, additionally the stent was received deployed. It is possible that procedural factors may have contributed; however, no conclusion can be made. With review of the available information and the returned devices no conclusion can be made regarding the reported event. With review of the device history records and the returned components, there is n indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.